Manufacturer narrative:
A review of tickets determined that there was no other complaint activity for ict diluent (ln 7p53-20, lot number 43486un21) results. The ict sample diluent used to analysis of electrolytes on alinity c processing module. The evaluation of complaint data for the product and likely cause ict diluent, lot number 43486un21 did not identified increased complaint activity. The trend review by the product list number found no adverse trends related to this issue. The non-statistical trend review found an increase in tickets similar to this issue; however, no deficiency has been identified. Return testing was not completed as returns were not available. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or deficiency of the ict diluent, lot number 43486un21, was identified.

Event description:
The customer observed falsely decreased sodium, potassium and chloride results on alinity c processing module for one patient. The results provided were: on (B)(6) 2022 sid (B)(6) sodium initial=116 meq/l /repeated=138 meq/l. Laboratory reference range for sodium=136 to 146 meq/l there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.